Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital due to septic infection at the device site. The infection was unclear it is associated with any abbott procedure. The gallant, right ventricular lead and the old capped right ventricular lead were explanted. The patient was in stable condition throughout the procedure.